Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was initially reported that patient had inoperable ipg. The patient stated that they had not used or charged the system for approximately a year. Patient reported that therapy did not help her chronic pain. Surgery may be taken to address this issue.